Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. All codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator for urgency frequency. It was reported that the patient felt that they may have dislodged their leads. They could no longer feel stimulation on either side and the relief they felt immediately after the procedure was gone. The patient stated they were bending and stretching a lot at work. Patient tried adjusting stimulation and moving from side to side but nothing helped. Patient called and made an appointment with their hcp. There were no further complications reported.